Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic for right atrial lead revision. The lead exhibited noise and varying impedance. The lead was capped and replaced. The patient remained asymptomatic and stable post operation.